Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing abdominal pain and was hospitalized on (B)(6) 2020 with peritonitis. Additionally, it was reported the patient had the pd catheter (not a fresenius product) removed. On an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).